Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a restenosis, moderately calcified right common iliac artery that is 50% stenosed. The 3.0x60mm armada balloon dilatation catheter (bdc) through a 7f sheath, accessed the right common femoral artery and advanced to the lesion. When attempting to inflate the armada balloon, the balloon would lose pressure and completely failed to inflate. A leak at the hub was also observed. A new 3.0x60mm armada bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported leak and inflation issue were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported complaints could not be determined. Returned device analysis noted a hole in the inner member material where bunching was noted, and the reported leak was confirmed. In this case, it is possible that the noted bunching and hole in the inner member resulted from inadvertent mishandling during backloading of the guide wire into the device; however, this cannot be confirmed. Additionally, it is likely that the noted hole resulted in the reported leak and subsequently in the reported inflation issue as the device would not hold pressure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.